Manufacturer narrative:
B3: may is the reported month, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
D9: device received on 6/11/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a degraded downstream occlusion (dso) seal as well as a damaged latch lock sensor. The dso seal and latch lock sensor were replaced to fix the issue.